Event description:
Related to MFR report #2183959-2013-00757. It was reported that the patient had the device removed due to infection. Patient was implanted with another spectra device with only the left cylinder being placed.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.